Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level of 640 mg/dl. The customer alleged that the pump was not delivering boluses. Customer attempted to self-treat via bolus the pump and manual dose injection. Customer was then treated intravenously with fluids of saline and insulin at the hospital. Customer was released the next day with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.